Event description:
Case description: a physician reported that 4 patients developed spinal infections associated with the use of gelfoam and a recent recall of the product. All patients were hospitalized. This is the report on the third pt. No further details were provided on initial contact. For cross reference on the other patients, see MFR #2001047380us, 2001047448us and 2001047450us. 03/29/01, additional information was received from the surgeon. He reported that a pt underwent a cervical spine decompression and instrumented fusion in 2000 in which gelfoam powder was used. That same day, the pt developed an infection. Cultures were positive for methicillin resistant staphylococcus aureus. Treatment involved a surgical debridement of the infected area and long-term antibiotic therapy. No further info was provided. For cross reference of an additional patient, see MFR #2001051128.